Event description:
The reporter stated, that the surgeon had inserted a three piece silicone lens model aq5010v in the pt's eye and noticed a haptic was torn off. The surgeon removed it without enlarging the incision and replaced it with another same model lens. No pt injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows half of the lens optic and a haptic is torn off and missing. There is reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.